Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 12-feb-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pain in extremity ("leg pain - daily discomfort"), arthralgia ("hip pain - daily discomfort") and groin pain ("groin pain - daily discomfort") in a 44 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2013, 1827 days after essure insertion, she experienced pain in extremity (seriousness criterion medically important), arthralgia (seriousness criterion medically important) and groin pain (seriousness criterion medically important). Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to groin pain, pain in extremity or arthralgia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2024. The most recent information was received on (B)(6) 2024. This spontaneous case was originally reported by a consumer and describes the occurrence of groin pain ("groin pain - daily discomfort"), pain in extremity ("leg pain - daily discomfort") and arthralgia ("hip pain - daily discomfort") in a 44 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2013, 1827 days after essure insertion, she experienced groin pain (seriousness criterion medically important), pain in extremity (seriousness criterion medically important) and arthralgia (seriousness criterion medically important). Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to groin pain, pain in extremity or arthralgia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.